Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material/stickiness on the device control unit could not be determined; however, the issue was likely the result of liquid emersion and or insufficient device cleaning/reprocessing. Additionally, the root cause of the observed corrosion on the light guide cover glass could not be determined; however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit foreign material/stickiness on the control unit and the light guide glass cover. There was no patient involvement, and no harm was reported as a result of the event.